Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated during operation preparation; I noticed from the anesthesia machine's leak alarm that it was a defective product. The event occurred during priming in early (B)(6) 2026.